Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a dissection occurred. The patient presented with coronary artery disease and underwent percutaneous transluminal coronary angioplasty. The target lesion was located in the left anterior descending artery. A 3.50 x 24mm synergy megatron drug-eluting stent was successfully deployed. Post deployment, a non-flow limiting distal edge dissection was observed. Another stent was implanted to cover the dissection, and the procedure was completed. The patient was stable post procedure.

Event description:
It was reported that a dissection occurred. The patient presented with coronary artery disease and underwent percutaneous transluminal coronary angioplasty. The target lesion was located in the left anterior descending artery. A 3.50 x 24mm synergy megatron drug-eluting stent was successfully deployed. Post deployment, a non-flow limiting distal edge dissection was observed. Another stent was implanted to cover the dissection, and the procedure was completed. The patient was stable post procedure. It was further reported that the target lesion was 90% stenosed, mildly tortuous, and mildly calcified. The lesion was pre-dilated with a semi-compliant balloon, and the stent was fully deployed at 11 atmospheres.